Event description:
It was reported that the implantable pulse generator (ipg) was removed due to infection. Noted that patient had greatbatch medical pacing implanted at the time of the reported infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).